Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range shock impedances. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue

Manufacturer narrative:
I have gone to the field for additional information and resolution. This report will be update when information is received.